Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned nor has the identifying lot number been provided.

Event description:
Post op x-rays revealed both the left iliac & left l5 screws pulled out. Revision surgery was conducted (B)(6) 2021.